Event description:
They are not receiving enough suction which they think might be the hospitals fault not (B)(6). The canisters overfill on a fairly regular basis for their arthroscopy cases. The fluid will ooze out of the lids. This has been happening for the past 7 years. It is not just the new lids. They are also having issues with the fluid shooting up 18-20" in height when they open one of the ports. They have assured me they are keeping the suction on. A nurse was splashed and went to emergency. Luckily it was not a high risk patient's fluid. As I mentioned it is happening during their arthroscopy cases when they have the canister 2/3 filled with thin fluid like saline and 1/3 filled with some bones and a little biohazardous fluid. The shut off valve is not registering that the canisters is full and is therefore, not working and the fluid comes out the sides of the lid.

Manufacturer narrative:
A visual inspection of the two crd lid/liner ring subassemblies returned was performed and no visual non-conformance issues were found. Both samples were verified to be the new ppv filter design with a date code of (B)(4) 2010. The returned samples were tested by our laboratory personnel for high vacuum shut off (ltr t2442) per our internal procedures. All the units tested performed as intended and shut off at high vacuum. It was noted that both samples did have fluid that ran out between the lid and liner with no fluid going into the vacuum line. No indication of fluid shooting in the air (reflux) was noted during our laboratory testing. Based on this information we are unable to confirm the issue reported.